Event description:
The olympus loop was placed inside the patient. The loop fractured as it was advanced in the normal fashion, and it broke off into the patient. The doctor was not pushing or pulling it.